Event description:
It was reported that the maryland bipolar forceps instrument wires were noted to be broken at the wrist prior to starting a da vinci hysterectomy procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.